Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: the pump powered on with a fully functional and illuminated display screen with no signs of fading or discoloration. No internal damage was found to the display screen. Unrelated to the complaint, evaluation revealed that the audio bolus button was intermittently unresponsive. Evidence of contamination was found under the button contact and the internal plug was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).